Manufacturer narrative:
Upon review of pictures from the analyzer foam detection camera, there were no signs of foam or bubbles on the samples. Upon review of the alarm trace, sample clot alarms occurred on the day of the event. Data files from the analyzer were analyzed and there were no abnormalities were identified. The sample probe was replaced and no further issues occurred after this. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated that they received a lot of low control and patient results after an issue with the sample probe on the cobas 8000 e 801 module. Data was provided for four patient samples with discrepant results. The initial sample values were reported outside of the laboratory. Results from the following assays were affected: the elecsys probnp ii immunoassay, elecsys ferritin, and the elecsys myoglobin immunoassay. The first patient sample initially resulted in a probnp value of 637 pg/ml, which repeated as 1346 pg/ml. The second patient sample initially resulted in a ferritin value of 195 ng/ml, which repeated as 636 ng/ml. The third patient sample initially resulted in a myoglobin value of 241 ng/ml, which repeated as 496 ng/ml. The fourth patient sample initially resulted in a ferritin value of 189 ng/ml, which repeated as 526 ng/ml. The probnp reagent lot number was 48459301, the ferritin reagent lot number was 53570004, and the myoglobin reagent lot number was 54373801. The reagent expiration dates were requested, but not provided.